Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Initial laboratory analysis revealed the device did not meet expected longevity based on the programmed parameters.